Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak occurring at the connection between a primary IV tubing and a non cafefusion connector during an infusion of milrinone. The tubing was changed and there is no report of patient harm.

Manufacturer narrative:
(B)(4)